Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the home patient (hp) on 04/06/2011 regarding the reported problem. The hp's wife/care giver (cg) stated that they were using the new luer cassettes. The cg did not know how the air may have gotten in the lines and she did not notice anything unusual about the supplies at use that night. The cg discarded the supplies but provided the lot number information for the cassette (h10j26102). The cg was not aware if the hp had notified his peritoneal dialysis registered nurse of the alarm. Per the cg, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported. This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on associated lot (h10j26102) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during use during dwell 4 of 5. The baxter technical service representative (tsr) explained the alarms and had the home patient (hp) cycle power twice to clear the alarm. The tsr then explained to the hp that the supplies were compromised and the hp will need to start over with new supplies. The hp will finish with manual supplies. The tsr advised the hp to call the registered nurse(rn) in the next 24 hours and let her know what happened. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The peritoneal dialysis registered nurse (pd rn) contacted this writer on (B)(6) 2011 regarding the system error (se) 2240 alarm. The pd rn was not aware of the alarm. The pd rn would follow up with the registered nurse (rn) on call for that night and call back to give more information. The pd rn would also follow up with the home patient (hp) regarding the alarm. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is known ,hence a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.